Manufacturer narrative:
Additional information: d4, d6a, d6b, h3, h4, h6. Device evaluation: follow up report submitted to document device evaluation results. Correction: d2a, d9. The reported removal of the devices could be confirmed as the devices were returned to stryker freiburg. Furthermore, the reported hardware exposue of the left side mandible component could be confirmed as scans were provided. Bilateral tmj implants placed in 2019 were removed in (B)(6) 2025 due to mrsa infection after soft tissue dehiscence and device exposure. The infection was assessed as clinically related due to thin tissue and biofilm formation and not caused by the implant. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
The patient showed signs of infection on both sides of their tmj and their joints hardware started to pop out of their skin five years after implantation of the joints.